Event description:
The customer reported that after drawing blood the vacuum tubes were removed, but the blunted inner cannulas from the blood collection needles remained stuck in the vacuum tube stoppers. Blood leaked outside of the needle holders. There were no pt or user injuries reported by the customer.